Event description:
I am wearing braces on my teeth. My orthodontist prescribed elastics by american orthodontics. They are heavy, 4.8 mm, and have a green sea turtle on the packaging. The first batch of elastics varied greatly in thickness than the second and third batch. The first batch had much thinner elastics than the second and third batch. When I was wearing the elastics from the first batch, my mouth opened much wider, and the elastics were much easier to apply and did not slip easily from my fingertips when attaching them to brackets on maxillary and mandibular teeth. I noticed a huge difference in the thickness of elastics when my orthodontist gave me a second and third batch of elastics. These are very thick compared to the first batch and more difficult to apply. They also keep my jaw tighter together than the first batch did because they do not stretch so much. At (B)(6) university, I learned that manufacturers must have quality control in place to produce consistent product quality; the elastics should not vary in quality from one production date to another. As a result of the poor manufacturing practices of american orthodontics, my orthodontist asked me to wear the elastics on the right side of my mouth for 24 hours and on the left for 12 hours only. The inconsistency in elastic manufacturing practices led to my bite not being aligned equally after 12 weeks of treatment. I wore the elastics exactly as prescribed - 8 hours a day for the first six weeks on both sides and 24 hours a day for the next six weeks on both sides. Now, I have to wear the elastics 12 hours a day only on the left side and 24 hours on the right side. I want the FDA to step in and protect me as a consumer because having a bad bite has profound consequences on a patient's self-confidence, beauty, and oral and systemic health. I want to protect other consumers from inconsistent manufacturing practices. Thank you! (B)(6). (B)(4). The other numbers on the label are (B)(4) and (B)(4). Reference reports: mw5145168, mw5145169.